Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 01/2022).

Event description:
It was reported that during an arteriovenous fistula (avf) creation, the arterial and venous device allegedly did not linked when the wavelinq was activated and the electrode was deformed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the sixth complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a partial device was returned. The wavelinq venous catheter was returned. The arterial catheter was not returned. The investigation confirmed the electrode deformation issue. The electrode of the venous catheter was slightly deformed. The electrode height measured 2.27mm. Some yellow residue was evident within the housing. No clear indications of an activation on the electrode and housing was evident. The result of the investigation is inconclusive for the reported failure to cut issue. The root cause for the reported failure to cut issue and electrode deformation issues could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: warnings 1. The wavelinq endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 3. The wavelinq endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 18. The wavelinq endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. Cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Instructions for use once the wavelinq catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use 1. Before removing the wavelinq endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq endoavf system. Wavelinq endoavf system procedure: 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an arteriovenous fistula (avf) creation, the arterial and venous device allegedly failed to cut when the wavelinq was activated and the electrode was deformed. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 12/27/2021. The correct g3 date is 12/14/2021. H10: manufacturing review: a complaint history review was performed. This is the sixth complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a partial device was returned. The wavelinq venous catheter was returned. The arterial catheter was not returned. The investigation confirmed the electrode deformation issue. The electrode of the venous catheter was slightly deformed. The electrode height measured 2.27mm. Some yellow residue was evident within the housing. No clear indications of an activation on the electrode and housing was evident. The result of the investigation is inconclusive for the reported failure to cut issue. The root cause for the reported failure to cut issue and electrode deformation issues could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: warnings: the wavelinq endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. The wavelinq endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. The wavelinq endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. Cautions: only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Adhere to universal precautions when utilizing the device. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. Avoid sharp bends. This may cause the device to become inoperable. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. Do not bend the rigid portion of the catheter near the electrode or backstop. Do not touch or handle the active electrode. Electrode dislodgement may occur. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Instructions for use: once the wavelinq catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use: before removing the wavelinq endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq endoavf system. Wavelinq endoavf system procedure: using fluoroscopy, verify final catheter and electrode position before energy delivery. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. H10: b5, d4 (expiry date: 01/2022), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an arteriovenous fistula (avf) creation, the catheter allegedly failed to cut when the device was activated and it was further reported the electrode was deformed. The procedure was completed using another device. There was no reported patient injury.